Event description:
A customer contacted beckman coulter inc. (Bci) stating that an ise buffer reagent pack was received leaking. No injury was reported.

Manufacturer narrative:
The customer was sent a replacement pack for the reagent.